Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. This iabp unit was inspected the service center after returning from the facility. Although the system functional check of this iabp unit and running test were performed repeatedly, the issue could not be replicated. No malfunction was found on this iabp. The iabp was returned to the facility. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) required frequent intra-aortic balloon (iab) checks. This is related to iab complaint (B)(4).

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) required frequent intra-aortic balloon (iab) checks. No patient harm, serious injury or adverse event was reported.